Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump alarmed for pump error. It was reported that the pump was stuck in a loop. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with a constant pump error due to unlocked motor connector. Unable to verify pump error alarm or perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant device error alarm. The motor was tested outside of the device and passed. Device was received with scratched case, pillowing keypad overlay and minor scratched lcd window.